Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6) 2021, the patient was feeling nervous. The cgm displayed low but the bg was 200 mg/dl. Upon recheck the cgm still showed low but the bg was 325 mg/dl. The parents gave the patient water with lemon juice and 3.5 units of insulin. Afterward the bg level dropped to 180 mg/dl and the patient felt well. The cgm was still inaccurate, showing 57 mg/dl while the bg was 175 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c, d zone of the parkes error grid. No additional patient or event information is available.